Manufacturer narrative:
(B)(4). Cartridge not properly loaded. Additional information was requested and the following response was received on (B)(4) 2010: per the surgeon, the device cut but the staples did not form. The deployed staples did not hold. The procedure was completed with a tx device. There was no impact to the patient. What was the date of the procedure? (B)(6) 2010. Was there difficulty in firing the device? No. Did the device complete the firing sequence? Yes. Did the device cut the tissue? Yes. Were any staples deployed? Yes. Were staples deployed along the entire cut line? Yes. Were the deployed staples formed correctly? No. Was there bleeding? If so, how was it controlled? No bleeding. The analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device fired without any difficulties. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide for loading and reloading the instrument. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Requested additional information and the following response was received on (B)(6) 2010: per the surgeon, the device cut but the staples did not form. The deployed staples did not hold. The procedure was completed with a tx device. There was no impact to the patient.

Event description:
The customer reports that during a colectomy procedure, the device would not seal properly. It was misfiring. Another device was used to complete the procedure. There was no patient impact reported. No other details of the event were provided. The device will be returned.